Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The device exhibited non-sustained right ventricular oversensing due to myopotential oversensing that was inhibiting pacing. Programming changes were recommended. Patient will be monitored with routine follow-up.